Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, after which the cgm error code did not reappear, and the caller was advised to wait 20 minutes to start a new sensor session.